Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3889-28, lot # v195022, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient had a disc that was protruding and he also has a bottom disc that has collapsed and was wondering if that had anything to do with his urination. The patient never had therapeutic effect. The patient states it seems it would be less, but it was getting worse and had more urgency frequency. As soon as he gets up out of his lounge chair after taking two or three steps and out it comes. The event or symptoms occurred following an implant and following a fall. He had a fall and he had two x-rays taken to see if it dislodged or wire disconnected or something. It seems to be okay in that particular position. His fall happened a couple of months ago and he fell right on it. They put the ins(stimulator) right on the hip and was resting up against the bone. When he lays down he feels pain. If he rolls over to his side he doesn¿t feel it. This has been since implant too. The patient healthcare provider states to keep regulating but it doesn¿t seem to work. He had been reprogrammed several times and it wasn¿t working. He was scheduled in (B)(6) 2012 to have device replaced, but if the urinary issue was due to his spinal issues he wants to get that taken care of first before dealing with replacing neurostimulator. If the spine wasn¿t causing his issues then he had to go further to figure out something because it was embarrassing. The patient turned off the device end of last year 2011 because he was frustrated it wasn¿t working and went in to see hcp (healthcare provider)and manufacturer representative. That was when they figured out the battery would need to be replaced. He suggested it should be done in (B)(6). The trial was mediocre. He doesn¿t feel he got 50% reduction of his symptoms at that time. Additional information from the healthcare reported that compatibility guidelines were requested for MRI. The reason for MRI was not related. The battery inside the patient¿s body was depleted according to the patient and he hasn't used it in years. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Continuation: product ID 3037 (B)(4) implanted: (B)(6)2009 product type programmer, patient product ID 3889-28 lot# v195022 implanted: (B)(6)2009 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had their device removed a few months after implant. The patient reported a lack of therapeutic effect as the reason for removal. The patient was working with a new healthcare provider (hcp) and was deciding whether or not to reinstall the device. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that they have recovered. There were no further complication reported or anticipated.